Event description:
It was reported that the patient's "stimulation was turning off." The patient noted that the "device would be on, but when syncing with the patient programmer it was displayed as off." It was noted that approximately one month prior to the report, the patient met with the manufacturing representative. It was further noted that the device was off when the manufacturing representative interrogated it. It was indicated that the patient did not notice the device was turned off until she felt a return of symptoms. No power on reset (por) condition was reported to have occurred. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v988003, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).